Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a "double beep, no cassette" while testing.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in a good physical condition and a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. The moment the device was powered up, the device started double beeping. It was determined to be due to a bad downstream sensor. The sensor was replaced to resolve the problem.